Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation under the lifevest. The patient scratched the irritation and it began bleeding. Follow-up attempts were not successful. The medical outcome of the patient's irritation is not known.